Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2011 to explant her device due to painful stimulation. The explanting facility discarded the explanted device; therefore, no analysis can be performed. No further information relevant to the event has been received to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2009.

Manufacturer narrative:
Review of the available programming and diagnostic history.